Event description:
Revision of an attune ps fb construct. Female, right side. The patient had a bilateral tkr done on (B)(6) 2014. No issues with the left side. The reason for revision was due to loosening. On the x-ray it looked like both the tibia and femur were loose. Upon exposure the surgeon confirmed that the femur was not loose, so we didn't revise it. But the tibia was very loose and was not fixed at all. The bone-cement interface was well intact and there was minimal bone loss, but the tibia had no fixation to the cement. As you can see in the pics there was no cement on the tibia. The patient notes were unavailable so I can't confirm what cement was used.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was not returned to depuy synthes for evaluation. Visual analysis of the returned photo revealed that there is not enough evidence to confirm the alleged condition for the device, as there are no signs of implant loosening.   Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.